Event description:
The elective replacement indicator (eri) occurred in december. The pain clinic noticed this in january. The patient was referred to neurosurgery for replacement, which was scheduled for 2015 (B)(6); however, the patient had a urinary tract infection (uti) and it was cancelled. Regarding the uti, it was noted that the patient had a chronic catheter and had chronic utis. It was not realized that the replace-by-date was 2015 (B)(6), and normal battery depletion was reported. The patient returned to the hospital on the afternoon of 2015 (B)(6) with symptoms of withdrawal, and they were admitted to the hospital. They were given oral and intravenous antibiotics. They also experienced underdose symptoms including fever and generalized tightness. The pump was replaced on 2015 (B)(6). The patient recovered without permanent impairment. The pump contained compounded baclofen, morphine, and bupivacaine.

Manufacturer narrative:
Product ID 8840, serial# unknown; product type programmer, physician product ID 8596sc, serial# (B)(4), implanted: 2008 (B)(6); product type catheter product ID 8709, lot# j11042r04, implanted: 2002 (B)(6); product type catheter. (B)(6).